Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer indicated that the battery was removed for two hours and then reinstalled but the display is still blank. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump power up properly after battery installation, the operating currents is within specifications, all power connectors lock properly. And no blank display anomalies were noted. However, the insulin pump was received with minor scratched lcd window and case.